Event description:
A revision surgery was performed on 2023 (B)(6) by the surgeon, using the blueprint planning feature (case ID: (B)(6). As reported by the rep, "as far as I remember it was a periprosthetic fracture of a tornier flex with perform reversed."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition unknown.

Event description:
A revision surgery was performed on (B)(6) 2023 by the surgeon, using the blueprint planning feature (case ID: (B)(4)). As reported by the rep, "as far as I remember it was a periprosthetic fracture of a tornier flex with perform reversed." Update: corrections were made by the rep after talking to the surgeon. "The fracture was on the humerus only, and the implants were tornier flex + perform keeled glenoid. The surgeon confirmed the reason for revision is "periprosthetic humeral fracture".

Manufacturer narrative:
Please note correction to b5 (executive summary). It was initially reported in the event that this was periprosthetic fracture of a tornier flex with perform reversed. In a tornier flex with perform reversed it includes the following implants: stem + tray + insert (flex) and baseplate + glenosphere (perform reversed). However, after receiving additional information from the surgeon, it was confirmed that the implants were tornier flex + perform keeled glenoid." In a tornier flex with perform keeled glenoid, it includes the following implants: stem + humeral head (flex) and keeled glenoid (perform anatomic). Therefore, the reported device in this complaint and MFR report #: 0001649390-2024-00008 is no longer applicable and the respective complaint will be cancelled.